Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Orif of distal lateral femur (right side). Axsos distal femoral plate was originally put in on (B)(6) 2016 and broke. It was replaced with a competitor product. Sales rep clarified that the three broken screws which were returned were broken while implanted.

Manufacturer narrative:
The reported incident that a ¿periprosthetic locking screw axsos 3 ti 5.0mm / l12mm¿ was broken while it was implanted (s-12 / implant breakage after surgery) could not be confirmed, since the screw was returned for evaluation and it was verified that it is fully functional and manufactured according to the specifications. The inspection of the ¿periprosthetic locking screw axsos 3 ti 5.0mm / l12mm¿ revealed that the screw has a scratched surface, the hexagon is slightly deformed, while the bottom part is flat as specified in the drawing. These deformations are most likely due to the implantation/explantation of the screw. Despite those signs of usage the screw is fully functionally without any breakages. The reported screw is manufactured with small dimensions and a blunt ended, and is used when a prosthesis is present. As per op. Tech.: ¿these locking screws can be placed in the threaded shaft holes or holes with pre-placed locking inserts.¿ these periprosthetic screws are different from the rest of the locking and cortex screws that were used in conjunction with the axsos 3 plate, therefore they are not supposed to have the same shape and size. As per IFU: ¿ensure that you are familiar with the intended uses, indications/contraindications, compatibility and correct handling of the implant, which are described in the operative technique manual for the product system. Please remember that product systems may be subject to alterations that affect the compatibility of the implant with other implants or with instruments. [¿] implants which consist of several components must only be used in the prescribed combination." Based on the above mentioned observations, the root cause was attributed to a user related issue. A review of the device history for the reported ¿periprosthetic locking screw axsos 3 ti 5.0mm / l12mm¿ did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Orif of distal lateral femur (right side). Axsos distal femoral plate was originally put in on (B)(6) 2016 and broke. It was replaced with a competitor product. Sales rep clarified that the three broken screws which were returned were broken while implanted. Sales rep clarified that the remove product was replaced with stryker product, not competitor product. In addition, sales rep clarified returned product: the variax screws were likely used as independent lag screws.